Event description:
Caller reported that the insulin pump was repeatedly rewinding and returned an error alarm. Caller reported that the insulin pump's drive support cap was loose. Blood glucose level was not provided. No further information was provided.

Manufacturer narrative:
Insulin pump alarmed prime during basic occlusion test due to protruded and loose drive support disk. Insulin pump had a cracked case at display window corner, minor scratches on lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.